Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl and "toe turned black"; "due to diabetes". The customer was using u-500 insulin within their pump supplies. Reportedly, customer "used pump to bolus" and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer declined troubleshooting with tandem technical support (tts) and declined to provide further information. The customer continued to use the pump for insulin therapy. Tts educated the customer regarding off-label insulin.